Event description:
The customer reported the angulation of the evis lucera elite bronchovideoscope was insufficient. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image disappeared during angulation in the up/down direction due to a cut on the charged coupled device (ccd) cable. The report is being submitted due to loss of image found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire and a dent on the bending tube and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event may be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscopic image] 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops." Olympus will continue to monitor field performance for this device.